Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on 9-march-2026, the programmer date is set to 2040. This cause issue for episode reading. The date was therefore changed, but minutes stay stuck and if the programmer is shut down or on sleeping mode, it leads to time gap.